Event description:
A malfunction alarm was reported with malfunction code 16, and no notable events were observed before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to an alternate method of insulin therapy.